Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the lead position was adjusted the patient suddenly developed ventricular fibrillation (vf). When electric shock was delivered to eliminate the vf, the lead was contaminated. The lead was then removed, replaced, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.